Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/15/2015 with the following findings: the keypad was intact and all of the buttons were fully responsive. The keypad was removed and there was no contamination observed under the button contacts. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, the audio bolus button cover was damaged and was difficult to press. The cover was removed and the slug was misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged there was a button/keypad issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.